Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.  The device history record (DHR) review cannot be conducted because no lot number was provided by the customer.  Concomitant medical products: pentaray nav eco catheter (us catalog # unknown, lot # unknown); soundstar eco 10f catheter (us catalog # unknown, lot # unknown). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ischemic ventricular tachycardia (isvt) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered death. During the procedure, radio frequency (rf) was delivered from the thermocool® smart touch® sf bi-directional navigation catheter. The patient received an impella device so the blood pressure can be maintained while mapping sustained vt. The procedure was successfully completed without immediate consequences. The patient was sent to the unit intubated with the impella device still in use. On post-procedure day 1, the patient was weaned off the impella device. Patient¿s blood pressure was low. The patient was (do not resuscitate) dnr and died. The physician did not attribute the causality of the event to the bwi product. No further details are available at the time.